Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that she jumped into a swimming pool while wearing the insulin pump the day before the call. Blood glucose level was 380 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.